Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication with the ipg using either the patient programmer or the charging system. The ipg is reportedly depleted. Surgical intervention is scheduled to address the issue.

Event description:
It was reported the ipg was explanted and replaced which resolved the patient's issue.